Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that she experienced a failed sensor shortly after insertion. While on the call with technical support, patient removed the failed sensor but reported that there was no wire present upon removal. Patient reported that she had no difficulty with insertion and did not feel a retained wire underneath her skin. Patient believed that there was no wire present at all. Patient believed that she had inserted incorrectly. Because of the occurrence of a broken sensor wire cannot be ruled out, however, dexcom is reporting this event. Patient reported no injury and required no medical intervention.